Event description:
It was reported that the right ventricular lead exhibited noise. The noise could not be recreated with isometrics or pocket manipulation. The lead exhibited noise again via a merlin.net transmission on (B)(6) 2014. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.